Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: MFR#0001822565-2018-00784. Concomitant medical products: bigliani/ flatow shoulder humeral stem pn00430007130 lnunk, bigliani/ flatow shoulder humeral offset head pn00430204018 lnunk. Foreign report source- (B)(6). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
I was reported that the patient underwent a total shoulder replacement with a bf total shoulder on an unknown date. Subsequently, the patient was revised to a comprehensive reverse shoulder due to wear.